Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump was alarming, no disposable. It was reported that troubleshooting was unsuccessful. Per reporter residual volume was: 8.5, rate 2.4 and 101.55 was given no adverse patient effects were reported. No additional information is available at this time.